Event description:
Maquet field service technician was informed by the facility biomed that the gray rubber cover on the bottom of the ceiling suspension fell off during a procedure. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
The customer remounted the cover at the end of the procedure, and sealed it to the ceiling suspension using a silicon adhesive. A maquet field service technician inspected the device, secured the cover to the suspension with screws, and returned the device to service. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powered series operating manual includes a verification of the bumpers during yearly maintenances. Exemption #(B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described I this report.